Manufacturer narrative:
(B)(4).there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of stenosis is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, the patient presented with restenosis of the proximal left anterior descending (lad) coronary artery stent and another stent was occluded in the first diagonal coronary artery. That day, a 3.0x23mm xience xpedition stent was implanted in the proximal lad. The patient recovered well. On (B)(6) 2016, the patient felt uncomfortable and was hospitalized. Reportedly, there was no chief complaint and no chest pain. Per imaging, mild to moderate in-stent restenosis of the 3.0x23mm xience xpedition stent was observed and there was an occluded unspecified stent in the first diagonal branch. Medication was provided as treatment. On 04/11/2016, the patient was discharged from the hospital. There was no additional information provided regarding this device issue.